Event description:
It was reported that the patient received a high reading from her accu-chek aviva blood glucose meter before dinner at around 5 pm (exact result is not remembered). She took 25 or 30 units of novolog based on a sliding scale. After dinner at around 7:00 pm hypoglycemia symptoms began like feeling lethargic, difficulties to think clearly, orientation problems, feeling lightheaded, feeling like going to faint, feeling limp. The patient fell out of bed and succeeded in getting her son's attention who called the ambulance. The paramedics arrived about 45 minutes later and the patient was taken to the hospital where she received unknown treatment. The patient was sent home in the early hours of the morning. On the next day, she felt better and resumed her normal life activities.